Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that the patient presented on (B)(6) 2020 with a dislocated tkr after crossing legs in a figure 4 position. Surgeon tried a closed reduction with no success so patient was booked for open reduction the next day. The old poly was removed and it was noticed that it was broken. A new journey revision insert was implanted. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.